Manufacturer narrative:
H6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The function switch was replaced to correct the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device would not completely deliver for expiration or ventilation. There was patient involvement, but there is no report of patient harm.